Event description:
Covidien received information stating that during use on a patient, the proximal (prox) flow measurements were lower than the set tidal volume (vt) than those set on the 980 ventilator. It was reported that the patient's carbon dioxide (co2) level and work of breathing (wob) increased and the chest x-ay showed 'white out". The patient was removed from the ventilator and placed on an alternate ventilator. Information regarding the patient outcome was not provided.

Manufacturer narrative:
(B)(4).